Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. The lead migration was confirmed via CT scan. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was repositioned to address the issue. Reportedly, effective therapy was confirmed post operatively.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. The device history record was reviewed; there were no non-conformances or rework associated with this batch # 3885821 , part # 100068541 (lami, penta3mm thoracic, 60cm mrc ind abt) serial # (B)(6) , and model 3228. The cause of the reported event remains unknown.